Manufacturer narrative:
This device is used for treatment, not diagnosis. The cosmos coil embolic system is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The cosmos coil is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event will not be returned for evaluation, as it remains implanted in the patient. A follow-up medwatch will be submitted if any additional information is received, or upon completion of the investigation. (B)(4).

Event description:
It was reported from the facility in (B)(6) that "after placing most of the coil in the aneurysm, inside a headway17 mc (1st coil), the physician tried to gently pull back the coil to better adjust it in the aneurysm sack. At this point he noticed that the coil is not pulling back but is disconnected from the coil pusher. He then pushed all the coil length into the aneurysm." No patient injury was reported with this event.